Manufacturer narrative:
Device evaluation follow-up #1 submitted 03/27/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013. Testing was unable to duplicate the complaint of an unresponsive keypad. All buttons responded to press. There was no visible damage to the keypad, but when the cover was removed for investigation, contamination was present under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow and ok keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.